Manufacturer narrative:
Correction: g1, g2, g4, g5, g7, h2, h3, h6, h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 600.6835 - replaced wireless card. A review of the device history record for sn (B)(6) was performed from the date of manufacture 08/18/2017 to the present date 11/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device failed update network settings, received error 600.6835. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device failed update network settings, received error 600.6835. There was no patient involvement.